Manufacturer narrative:
Based on the information provided, no conclusions can be made. As reported, the actual device used to treat the patient was not identified, however, the statement was posted on the bd galatea galaflex surgical scaffold social media page; as such it is processed as an unknown galaflex implant. As reported, following an unknown procedure the patient experienced post-op complications including infection and additional surgeries. Based on the limited information obtained, no conclusion can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Infection is a known inherent risk of the surgery/use of the device and included as a possible complication in the adverse reaction section of the IFU. In regards to infection, the warnings section of the IFU states, "if an infection develops, treat the infection aggressively. An unresolved infection may require removal of the scaffold." Note, the date of event is consider to be a best estimate as (B)(6) 2022 based on date of awareness. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Not returned.

Event description:
In response to other non-bd social media comments on the bd galatea galaflex surgical scaffold social media page, a patient posted "synthetic and horrible product that almost killed me gave me three infections after my surgery, two other surgeries later to get it out still can't get everything out IV and would vacuum therapy. I hope FDA will make this mesh illegal that's being pushed on plastic doctors to use".

Manufacturer narrative:
Based on the information provided, no conclusions can be made. As reported, the actual device used to treat the patient was not identified, however, the statement was posted on the bd galatea galaflex surgical scaffold social media page; as such it is processed as an unknown galaflex implant. As reported, following an unknown procedure the patient experienced post-op complications including infection and additional surgeries. Based on the limited information obtained, no conclusion can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Infection is a known inherent risk of the surgery/use of the device and included as a possible complication in the adverse reaction section of the IFU. In regard to infection, the warnings section of the IFU states, "if an infection develops, treat the infection aggressively. An unresolved infection may require removal of the scaffold." Note, the date of event is considered to be a best estimate as 17-jul-2022 based on date of awareness. Addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document the additional information. Based on the additional comment posted on the bd galatea galaflex surgical scaffold social media page, there is no change to the initial determination, no conclusion can be made. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
In response to other non-bd social media comments on the bd galatea galaflex surgical scaffold social media page, a patient posted "synthetic and horrible product that almost killed me gave me three infections after my surgery, two other surgeries later to get it out still can't get everything out IV and would vacuum therapy. I hope FDA will make this mesh illegal that's being pushed on plastic doctors to use". Addendum: in response to another non-bd social media comments on the bd galatea galaflex surgical scaffold social media page, patient posted "so many women got infected me included from it being used in breasts. I only healed after the mesh was completely taken outta me after 5 surgeries and hospitalization for weeks."